Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, the patient underwent an aortic valve replacement and this 23 mm sjm trifecta valve was implanted. The patient was admitted to the hospital on (B)(6) 2012 with suspected sepsis. MRI confirmed right ischemic stroke with left sided facial paralysis on (B)(6) 2012; cerebral scans confirmed no hemorrhaging was present. Endocarditis and aortic abscess were confirmed on (B)(6) 2012. The patient was treated with antibiotics and discharged to home on (B)(6) 2012. No additional information is anticipated.